Manufacturer narrative:
Device available for evaluation - additional information date MFR rec additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the pushwire retuned with implant coil found to be damaged and stretched with the polypropylene filament intact and detached from the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be broken at the proximal end and extending out from the distal end of the introducer sheath. The release wire was found to be exposed. Under the microscope, the coin was found to be pulled back from the lumen stop, with the shield coil stretched. During evaluation, the detach element was removed from the implant coil. The detach element was in good shape and the detachment ball was found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis findings and reported information, we were unable to determine the cause of the implant coil detach from the pushwire. The cause for the break in the pushwire could not be determined. It is possible that the break in the pushwire with the coin pulled back from the lumen stop may have contributed to the detached implant coil. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an axium coil delivery system "snapped proximally" during a procedure. It was reported that the "snapped" delivery system was discovered before removing from the protective sheath. There were no reports of patient injury in association with this event.